Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v880220, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received from the patient reported that their first device was removed after 2 years. It was noted that when the patient was asked if it was normal battery depletion, the patient said no. They were told that it would last 10 years. The device was replaced and was not sent in for analysis.

Event description:
It was reported that high impedances of >4000 ohms was seen on all lead electrodes of the patient¿s implantable neurostimulator (ins) system when tested at 1, 2, and 3 volts. Diagnostics and troubleshooting preformed also included x-rays (results not reported). The patient experienced less than 50% therapy relief at the location of the lead. The patient¿s healthcare professional (hcp) was notified of the patient¿s issue. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.